Manufacturer narrative:
During the quality investigation the complainant's complaint was confirmed; the device ran on its own without activation during testing. Further investigation revealed a damaged press plug, rotor and other component parts. Corrosion damage to the motor was identified as the probable cause of the failure.

Event description:
The core microdrill was sent in for repair because it was running without activation. There was no patient involvement; the event occurred prior to a procedure. No adverse event was associated with the device.